Event description:
It was reported by sales rep that the intraclude, icf100 balloon ruptured. No reported adverse event to the patient. It was reported that the rupture was noted towards the end of the case.

Manufacturer narrative:
It was reported by sales rep that the intraclude, icf100 balloon ruptured. No reported adverse event to the patient. It was reported that the rupture was noted towards the end of the case. Evaluation: inspection of the balloon found it to be ruptured. The balloon had a longitudinal tear and a radial tear. The complaint that the balloon ruptured was confirmed. The root cause of the burst can be attributed to inflating the balloon with volume greater than indicated in the instructions for use. The IFU states: warning: do not exceed maximum inflation volume of 40ml as balloon burst may occur. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related ncr's found. There will be no pra or CAPA initiated at this time. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Manufacturer narrative:
The device will be evaluated upon return.